Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has 7 small pinholes in a row at the proximal markerband. The tip is damaged. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There are numerous hypotube and shaft kinks. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID #: (B)(4). Tw#: 4880988.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.25mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was completely removed form the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.25mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was completely removed form the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.